Event description:
Per the clinic, the patient experienced wound dehiscence resulting in exposure of the receiver coil/transducer. The patient later developed an infection at the wound site and was treated with oral antibiotics; however, the issue did not resolve. The device was explanted under general anaesthesia on (B)(6) 2026. The patient subsequently underwent skin revision surgery during which granulation tissue was excised using both sharp and blunt dissection techniques. Circumferential elevation of soft tissue flaps was performed. It is unknown if there are plans to re-implant the patient as of the date of this report.